Manufacturer narrative:
It was reported that the new mayfield head holder adaptor was found to be hard to screw. DHR review and review of complaint history were not performed based on the low severity of this complaint. On 11-mar-2020, it was stated that the mayfield is in fact fully functional. According to the field service engineer, the mayfield is functional and is not as rigid as it was at the beginning. The issue is resolved. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
Before the surgery the field service engineer noticed that the mayfield head holder adaptor was extremely tight where it connects to the support arm. The remainder of the adaptor is appropriately lubricated and moving without any trouble. It is only the part that connects to the support arm. This was noticed before the case started, and since the remainder of the adaptor is functioning correctly, the case still went on without any issue. There was no patient involvement when the issue was noticed.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Before the surgery the field service engineer noticed that the mayfield head holder adaptor was extremely tight where it connects to the support arm. The remainder of the adaptor is appropriately lubricated and moving without any trouble. It is only the part that connects to the support arm. This was noticed before the case started, and since the remainder of the adaptor is functioning correctly, the case still went on without any issue. There was no patient involvement when the issue was noticed.